Event description:
New information received from the customer that the black plastic particle suspected of being detached from the device fell into the patient's lung. Grasping forceps were used to take the particle out. The patient was under monitored anesthesia care (mac) during the procedure, and the patient was stable with no adverse effect and injury post-operatively.

Manufacturer narrative:
This report is being submitted to provide the additional information received from the customer. Updated fields: b1, b2, b5, h1, h2, and h6.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, the single use biopsy valve had black plastic fall out from the channel. There was no harm or injury reported.